Manufacturer narrative:
Follow-up report submitted to document device results. H3 other text : device not returned.

Event description:
The manufacturer field service technician reported that the device did not function as expected while being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer field service technician reported that the device did not function as expected while being serviced at the user facility. There were no adverse consequences related to this event.